Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section b3: date of event: unknown, but the best estimate date is between 09/19/2023 and 12/12/2023. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the multifocal preloaded intraocular lens (iol) was explanted in the right eye in the secondary procedure. The lens was explanted and replaced with dfr00vu 19.5d. No other information is available.